Event description:
It was reported that cs300 intra aortic balloon pump had ECG detection issue. This was identified during routine check. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). Due to character limit in e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fieelds:b4, g3, g6, h2, h3, h6-type of investigation, investigation findings code, investigation conclusion code, component code, h11. A getinge field service engineer (fse) observed and found same cross checked machine with working ECG cable and found that two ECG cables are defective. Both cables need to be replaced. Also same problem observed in another machine with serial no si307153g9. Replaced ECG cable (0012-00-1157-02) in both machine. Performed functional tests successfully. Machine handed to the customer in working condition.